Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 31-year-old female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included ectopic pregnancy. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (a recent dilation and curettage, tubal ligation and ablation procedure). At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc(product technical complaint) . Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 31-year-old female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included ectopic pregnancy. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (a recent dilation and curettage, tubal ligation and ablation procedure). At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a (B)(6) female patient who received essure. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included ectopic pregnancy. On (B)(6) 2008, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first trimester of pregnancy. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (a recent dilation and curettage, tubal ligation and ablation procedure). At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. Company causality comment: this spontaneous case report refers to a (B)(6) female plaintiff who had essure inserted and experienced ectopic pregnancy. Ectopic pregnancy is anticipated in the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Considering the plausible temporal relationship and the nature of the event, a causal relationship between ectopic pregnancy and essure cannot be excluded. This case was regarded as incident due to serious injury reported and surgical procedure related to essure. A product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 31-year-old female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (a recent dilation and curettage, tubal ligation and ablation procedure). At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.